Event description:
The reporter stated that the surgeon inserted a aa4203tl toric silicone lens. The lens tore, during insertion into the eye. The lens was removed without enlarging the incision. No patient injury. The cause of the lens tearing was unknown.